Event description:
It was reported that the entire system, including this cardiac resynchronization therapy defibrillator (crt-d) device, was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device underwent functional testing and baseline checks were completed. All testing completed on the device passed and no problem was detected. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported infection.

Event description:
It was reported that the entire system, including this cardiac resynchronization therapy defibrillator (crt-d) device, was explanted due to infection. No additional adverse patient effects were reported. The product was received for analysis.